Manufacturer narrative:
A medtronic representative reported that he talked to the site regarding the volume of instrumental/trackers that they have replaced. The site agreed to set up some more in-servicing and remind their staff to take a little extra care when handling the instruments. A hardware engineering review of the reported incident found that the most likely cause of the physical damage was operator technique.

Event description:
A site representative reported that a clamp instrument had a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(4) 2014 for issue resolution. No parts have been received by the manufacturer for analysis.